Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported by the patient that five infusions set came loose within two days of use. No further information was available.

Manufacturer narrative:
Initial and final MDR 1892279- MDR 3003442380-2024-09216- device 5 of 5. E1: (B)(6).